Event description:
Reporter indicated that the site's dell handheld computer screen became frozen following interrogation. It was reported that the software flashcard was removed and reinserted in an attempt to resolve the issue; however, the screen continued to freeze.